Event description:
This is a case that was reported on the (B)(6), 2010 to a baxter customer service representative from (B)(6) hospital. It was reported that the nurse found a creamy precipitation on the outer tube that runs to the waste bag. A patient was involved but no injury was incurred. No sample is available for evaluation as it was discarded in the hospital. Additional information was received on (B)(6), 2010 from a local renal therapy specialist (B)(6) by email in relation to the accusol complaints. The current description says that precipitation was observed in the line between the filter and waste bag, but that is incorrect. The nurse observed the precipitation in the postdilution line after less than 24 hours of treatment.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No sample is available for evaluation as it was discarded in the hospital. However, samples for similar complaints were analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. A (B)(4) team, including members of the (B)(4) qa management group and the product development group in (B)(6), has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in-use notification letter has been issued, which has been placed on all accusol product by the relevant centres/hospitals. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. We are confident that these corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.